Event description:
The surgeon inserted a plate collamer lens model cc4204bf. The lens was removed without pt injury because the surgeon decided to use a three piece lens. The reporter stated the surgeon felt the plate lens did not have enough support in the pt's eye. There was nothing wrong with the lens.